Event description:
The customer stated that elevated architect ca 19-9 results were generated. In (B)(6) the patient results were >1200 u/ml with a repeat result of 962.88 u/ml (1:10 dilution), 803.42 u/ml (1:10) and 779.93 u/ml (1:10). The lot used was 21130m500. The patient was normal when tested elsewhere (method not stated). In (B)(6) the patient was tested again and results of 51.97, 54.54 and 61.55 u/ml were generated with lot 24422m500. Results were similar when tested elsewhere. In (B)(6) the patient was tested again and results of 90.12 u/ml (non dilution), 92.88 u/ml (1:10 dilution) and 96.77 u/ml (non-dilution) were generated. The lot used was 28177m500. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported falsely elevated patient results on 2 architect ca19-9xr lots when compared to a previous result. The customer performed dilutions on both likely cause lots. Lot 21130m500 did not dilute linearly but likely cause lot 28177m500 did dilute linearly. These results do not align and could indicate an interfering substance or sample handling issue. Accuracy testing was completed to evaluate the assay performance of lot 28177m500. The testing met acceptance criteria. Review of patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance of lot 21150m500. The concentration difference by reagent lot from the average patient median ranged from -2.16 to 3.09 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay which states a maximum bias of 9.6 u/ml for values < 37 u/ml is allowable. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The analysis concluded that all reagent lots reviewed, read patient results consistently. Note: the data analysis used a 12 month query; (B)(4) 2012 - (B)(4) 2013 to determine if a clinically relevant bias was observed for a particular reagent lot. Lots that were recalled as part of the may 2012 field action (fa30may2012) were not included in the analysis. In addition lots were excluded that did not have >1000 data points to increase the confidence in the median value. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The architect ca19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.